Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "3 key is not working properly" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the key #3 which was not working as expected. The keypad overlay is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of key#3 not working properly during delivery, have to press very hard to register the keystroke. There was no report of patient injury or medical intervention associated with this event. No additional information is available.